Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient reported on (B)(6) 2016 that she had decreased pain in her lower back and left leg, and that it was too early to tell how much pain relief she had received. The patient had no issues with the procedure site. However, the patient reported on (B)(6) 2016 that the implant was currently off and that it was affecting her legs and "throwing off" her balance. A clinical diagnosis of undesirable stimulation was reported. (A device diagnosis was not applicable.) The patient had an appointment with the manufacturer representative to adjust her spinal cord stimulator and reprogramming was performed. There were no notes of undesirable stimulation after reprogramming. The event resolved without sequelae. The event was possibly related to the device or therapy (specifically due to programming) and the implant procedure.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.